Event description:
During a sling procedure, the dr pulled down on the tissue to adjust it and it broke into two pieces. The implant was too high. The dr opened another piece of tissue and by using the same trocar, was able to replace the tissue and complete the procedure. No further complications were reported.